Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, drug didn't come out in several products. This user may not be able to attach the pen needle vertically and this is likely to be attributable to the user's manipulative technique."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-29. H6: investigation summary: twelve open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on eleven samples and a broken non patient end of cannula was observed on the remaining sample. Due to the condition the samples were returned no clog test or no functionality test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, drug didn't come out in several products. This user may not be able to attach the pen needle vertically and this is likely to be attributable to the user's manipulative technique."